Event description:
Plaintiff alleges the development of a latex reaction from exposure to latex gloves and sustained numerous injuries including shortness of breath, rhinitis, respiratory problems, tightness in the chest, dizziness, tachycardia, swelling of eyelids and lips, skin rashes, hives, contact dermititis. Uticaria, extreme discomfort and emotional distress of which are of a permanent, continuing and life threatening nature.